Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with damaged battery; this condition had the potential to interrupt delivery. This condition was found in the biomed department upon power up. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with damaged battery was not confirmed by service. The quality engineer assigned failure code 550:121:1005:0000, found in the event history, to be the as determined problem. The cause of this condition was determined to be use/user error; the customer pressed "no" during the power up speaker test. The speakers were found to be working; no repair was necessary for the reported condition. Additional information: this involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90. A service history review revealed that this device was previously serviced for the reported condition, damaged battery. During previous service on (B)(6) 2007, (B)(6) 2009, and (B)(6) 2011, the batteries and battery harness was replaced.